Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. Lot number of the device provided by the complainant had a error thus the device is untraceable; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were untraceable. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
Physician reported that during a procedure on (B)(6) 2022, they had issues with the novasure: trouble passing cia and then troubleshooted and got it to pass. Once ablating it stopped at some point and system fault led came on and procedure was stopped. They did a hysteroscopy and were happy with result and sent patient home that day. Patient presented to emergency room 10 days post procedure with abdominal pains. Identified cornu burn and secum and required laparotomy and bowel resection. Patient had a history of 3 caesarian, when the patient was in the emergency room a tomography scan was performed which showed no issues with bowel , but surgeon did a laparotomy since the pain continued. It was found that the patient had appendicitis and was removed and that burns were found to the cecum and small bowel and peritonitis. Patient went home a week later. No other information is available.